Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s using multiple cartridges. The customer stated that the alarm did not reoccur after a second attempt was made to load the cartridge. There was no reported impact to the customer's blood glucose level. The customer was to continue to use the pump to manage diabetes.